Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the cable unit was damaged and had broken fibers inside and the handle was yellowish. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video telescope "endoeye hd ii" had image problem. It is unknown when the issue was found, the procedure was unknown. There was no delay, and the patient was not under anesthesia. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the center of the image was purple due to the faulty charged coupled device (ccd). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction: h4. Additional information: h6, h9, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a malfunction of the r-unit (charged coupled device). The handling of the charged coupled device (ccd) plug may have contributed to the event. Therefore, the reported issue was most likely attributable to wear and tear. Olympus will continue to monitor field performance for this device.